Event description:
During routine testing of the device at the service center, the service repair technician reported that the main bearings in the roller pump were leaking. There was no patient involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.